Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved.

Event description:
It was reported that the patient had fallen in may while taking the trash out, which had caused a lead issue. The patient had trouble charging, which was how the patient knew that something was wrong. The patient had more pinched nerves and a bulging disc. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).